Event description:
It was reported that the patient presented with skin erosion at implanted device pocket site. The physician explanted the system ¿ implantable cardioverter defibrillator, atrial lead and right ventricular lead. The system was replaced with implantable cardioverter defibrillator and right ventricular lead on (B)(6) 2022. The patient was discharged.

Manufacturer narrative:
Further information was requested but not received.